Event description:
It was reported that the patient's hearing sensations decreased. After a fitting on (B)(6), 2010, the girl hasn't had good speech understanding and the high frequency sounds have been too much. The parents have observed hearing reduction during the last 6 months. There was no accident. Testing revealed channels 1, 2, 5 and 6 with status hi, coupling and integrity are ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.